Manufacturer narrative:
Mentor became aware that in the initial report sent on june 29, 2021, sections 6. Type of investigation, 6. Investigation conclusions, 6. Investigation findings, and 10. Additional manufacturer narrative were erroneously populated with the incorrect codes and information. At that time, the product was already received, however the codes and narrative did not accurately capture this. Correction: on june 23, 2021, the mentor failure analysis lab received the device for evaluation. On july 1, 2021, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak test of the returned device. Visual analysis of the returned sample revealed that the sm hps dv 500cc breast implant had a crease/fold on the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the crease/fold measuring approximately less than 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A second product was received (lot-5825386). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(6) on june 23, 2021, the mentor failure analysis lab received the device for evaluation.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient, who's undergone primary breast augmentation with two 500cc mentor smooth round high profile saline breast prostheses, suffered right breast implant deflation, post-procedure. The deflation was diagnosed via physical examination. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2021. The replacement devices were the following: (right) 500cc mentor smooth round high profile saline catalog: 3503500 lot: 9543991 sn: (B)(4) and (left) 500cc mentor smooth round high profile saline catalog: 3503500 lot: 9511218 sn: (B)(4).